Manufacturer narrative:
Evaluation showed that the walker had excessive play in both side frames. Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right side of the walker is extremely loose and the end user alleged this caused him to fall but states no injuries.